Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. A slight kink was found on the returned product. The root cause of the low flows is most likely due to a cannula kink. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported during the impella cp being placed across the aortic valve, the cannula kinked and prolapsed on itself. It was then placed across the aortic valve successfully. However, once the pump was started, continuous suction occurred with low flows. The pump was then removed and a new impella cp was placed. There was no patient harm reported and this device was replaced.